Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector at the liquid crystal display board. During the visual inspection, a loose connector was noted at the interface board. The insulin pump also had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had missing segments on their lcd display. Customer's blood glucose was unknown. No additional information provided.